Event description:
The user facility reported that the involved runthrough ns was used during the procedure. The tip of the runthrough became separated from the body of the proximal end of the wire when the tip became lodged in a piece of calcium in the left coronary artery. The doctor was able to retrieve the tip of the wire without any major complications to the patient; the tip was snared. They successfully completed the heart catheterization. The blood loss was less than 250 cc's. The patient's condition was stable, and the procedure was successful. Additional information was received on 01jun2020. Per the doctor they snared the wire from the artery and confirmed under fluoroscopy that there was nothing else remaining.